Manufacturer narrative:
It was reported that as the table moved the patient into the bore to perform a scan, their left elbow made contact with the edge of the metal ring and sustained a cut that was treated with two sutures. Existing design mitigations include 1) compliance to design safety standards, 2) patient positioning straps and 3) warnings in the user manual highlighting: a) keeping the patient in view at all times, b) using positioning straps to aid in the positioning of the patient c)no user serviceable parts are in place. Investigation and risk assessment have concluded that the design's residual risk is at afap and no mitigations are available to significantly reduce the risk further. Gehc will continue to trend similar events. No further action is planned.

Event description:
It was reported that as the table moved the patient into the bore to perform a scan, their left elbow made contact with the edge of the metal ring and sustained a cut that was treated with two sutures.

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: hcs beijing - (B)(4). Economic and technological development area china beijing beijing, 100176 ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.